Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-open surgery, the patient experienced leakage 48 hours after the surgery. It was reported that the primary procedure went well. The device fired correctly and the donuts were complete. Also, the proximal donut was thin but complete. The surgeon noted that the posterior staple line was malformed. The patient had to be taken back to the operating room for emergency surgery to take down the anastomoses and divert to colostomy. This caused tissue loss. The case was completed and an air leak test was conducted at the time of surgery. Patient hospitalization was extended as a result of the event. The patient will wait three or four months to go back to surgery.